Manufacturer narrative:
Unique identifier (UDI): (B)(4). - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The device history record [DHR] of potential related lots was reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient¿s peritoneal dialysis registered nurse (pdrn) reported a fluid leak inside the cassette door at the end of the treatment when the cassette was removed. The pdrn was training the patient on the cycler. There were a few drops inside the cassette door and the rest leaked on the floor. The patient¿s pdrn later confirmed that the leak did not result in any adverse events. The patient performed continuous cycling peritoneal dialysis on a different cycler. Prophylactic antibiotics were not prescribed. The set was discarded.